Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. All results are in mmol/l. The initial results from a plasma sample were a sodium result of 128, a potassium result of 3.12 and a chloride result of 131.2. These results were reported outside the laboratory and were questioned by the doctor. The plasma sample was repeated and the sodium result was 141, the potassium result was 4.60 and the chloride result was 103.0. A serum sample from the patient was also tested and the results were sodium of 141, a potassium result of 4.87 and a chloride result of 102.8. The repeat results were believed to be correct. The patient was not adversely affected. The sodium electrode lot number was u10 with an expiration date of 12/31/2013. The potassium electrode lot number was b96 with an expiration date of 12/31/2013. The chloride electrode lot number was g32 with an expiration date of 01/31/2014. The field service representative found the ise check failed and there was damaged ise tubing. He replaced the ise tubing, sodium, potassium and chloride electrodes and the sipper nozzle. He ran precision testing which was to specifications. The customer ran calibration and with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.